Event description:
Healthcare professional reported a patient was injected with 2mls of juvéderm® voluma¿ xc and 3mls of skinvive¿ by juvéderm® into the cheeks and midface. It was noted patient had a baseline redness of the right eye prior to injection. 1 week after injection, it was noted there was worsened redness and irritation in the sclera of the right eye with pain and swelling in the cheeks. Patient was treated with topical steroid drops and and oral and topical antibiotics. Event is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.